Manufacturer narrative:
Device returned to manufacturer: device technical analysis: the returned product consisted of the proximal portion of the ffr comet pressure wire with the occ (optical) cable. The occ handle, device shaft, and proximal face were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that only the proximal and middle sections of the wire were returned for analysis; the distal end of the wire was not returned. The wire was measured and 147cm was returned for analysis. The shaft was separated at the seam weld which is 38cm from the tip. The end of the separation was ovaled, indicating that the device had been kinked prior to separation. The proximal end of the wire showed no damage. Inspection of the remainder of the returned device, apart from the observed damage, revealed no other damage or irregularities. Scanning electron microscopy (sem) imaging and cross-sectioning on the break in the wire was performed to investigate the root cause of the wire fracture. The results found that the fracture profile of the weld exhibited characteristics consistent with a ductile bend overload failure mode. No evidence of any weld defects was observed. The separated end of the wire at the seam weld was ovaled, indicating that the seam weld was kinked prior to separation. The seam weld being severely kinked to the point of fracture, would cause a signal issue.

Event description:
Reportable based on analysis completed (B)(6) 2021. It was reported that the comet pressure guidewire encountered a signal strength error. There were no patient complications reported. However, returned device analysis revealed the device to be fractured.